Manufacturer narrative:
Strips not available for return.

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The haptic tore off during insertion into the eye. Lens was removed with no patient injury. Another same model and size lens was implanted. The haptic got caught on the plunger when the surgeon pulled the plunger forward and then pulled back. The reporter stated the cause of this incident was due to surgeon's error.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller reported aviva system blood glucose results of 249 mg/dl and 112 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.